Manufacturer narrative:
Multiple annex a codes were coded for this event. The system was serviced in the field and no failure was found. A070803 was for the "power supply went off." A0719 was coded for the power going out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) power supply went off. Recovery was achieved by restarting. The procedure was completed without any issues. The power went out. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.